Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 dpx 96t ce-ivd assay was performing within specifications. A review of the data indicated that the reactive results observed in the pool of 96 and the secondary pool of 6 were likely due to the sample being at the limit of detection of the assay, where reactive and non-reactive results may occur. Additionally, a sample-specific issue potentially inhibiting the amplification of hav was observed during resolution testing, with inhibitors becoming diluted when tested in a pool. The positive control for hav and internal controls demonstrated robust and sigmoidal growth, confirming proper assay performance. The reactive pool result is considered an interim result, with the resolution testing result serving as the final determination.

Event description:
The initial reporter alleged an unexpected reactive result when using the kit cobas 6800/8800 dpx 96t ce-ivd assay on the cobas 6800 instrument. A pool of 96 samples tested on (B)(6)2023 was reactive for hepatitis a virus (hav) with a cycle threshold (CT) value of 36.43. A secondary pool of 6 samples tested on the same date was also reactive for hav with a CT value of 37.82. Both hav target growth curves showed minimal and suppressed amplification for hav. Subsequent resolution testing of the individual sample (resp1) was non-reactive. The customer also tested the individual donor sample diluted in non-reactive plasma at a 1:100 ratio, which was non-reactive. The resolution test showed weak suppressed growth but did not meet the criteria to be called reactive. The internal control of the resolution test exhibited signs of suppression with a lower relative fluorescence intensity (rfi) compared to controls. The positive control for hav and other internal controls were robust and sigmoidal, indicating the assay was functioning as intended.